Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was found to be in backup vvi mode due to premature battery depletion, resulting in a loss of high voltage therapies. The ICD was explanted and successfully replaced, and the patient remained stable.